Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.